Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
An eds iii was returned for evaluation. The investigation of the eds iii did not confirm the problem reported by the customer. The lot number is unknown, product code 82-1731. The eds iii was visually inspected and traces of biological debris were noted in the bottom of the drip chamber. It was also noted that the system stop cock was cracked. The eds iii was set up as per IFU. The drip chamber stop cock was turned to the off position. Purified water flowed into the drip chamber. The drip chamber was then filled up to the 20ml mark with purified water. The system stopcock was then closed. The drip chamber stopcock was opened; the purified water flowed, and empted into the collection bag. Review of the history device records was not possible as the lot number was unknown. The root cause of the crack in the system stop cock is probably due to over tightening, as noted in the IFU, only finger tighten attachments to stop cocks. The root cause of the problem reported by the customer could not be determined, as the purified water flowed from the drip camber into the collection bag. Due to the result of the investigation, no corrective action needed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Four patients implanted with eds 3 (B)(4) (lots not available), presented drain difficulties. When opening the for 3 patients, the excess of liquid was drained with a syringe and the device was explanted and new one was not needed. For the 4th patient, they manage to drain the liquid and they could leave the device implanted (still implanted to date). No consequences for the patients. There is no way to get the lot numbers. The 3 explanted devices will be returned for analysis. See related complaints (B)(4).